Manufacturer narrative:
Provided is the event description as reported in the catheterization report, which was provided by the hospital. The procedural angiogram was also requested but not provided by the hospital. Method: product disposed by hospital, thus unable to evaluate device. Results: coronary artery dissection is listed as a possible adverse effect of the procedure in the angiosculpt device instructions for use (IFU).

Event description:
A 2.0 x 10 angiosculpt was used to score/pre-dilate the ostium of om2. The clinician inflated the angiosculpt slowly, per the manufacturer's recommendations, for approximately a total of one (1) minute. Post-scoring angiography revealed a dissection of the ostial om2. As a result of this, the clinician decided to stent into the om2 across the true av groove circumflex. The ostium of the true av groove circumflex was pre-dilated with a 3.0 x 12 compliant balloon with excellent results. A 3.0 x 22 integrity bare-metal stent was deployed at 14 atmospheres for 30 seconds. The final angiographic results were excellent. Pt is clinically stable. No angiographic complications. Successful pci of complicated om/left circumflex bifurcation with stent placement (3.0 x 22 integrity bare-metal) in the om2.